Event description:
It was reported that a patient underwent an unknown spinal procedure at l4. During the procedure, the threads of the screw were damaged. A new screw was used to complete the surgery. The issue caused a small 5 minute delay to the case. No patient complications were reported. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage on both sides of the head; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. Measurement of the mas head width identified an out of specification condition on the head, consistent with misalignment. After visual, optical and dimensional inspection, the above observations are consistent with intraoperative misalignment of the mas head and boss.